Event description:
It was reported that this right atrial (ra) lead exhibited high out-of-range pace impedance measurements greater than 3000 ohms. It was noted that this was a known issue and the device was programmed to vvi. This ra lead remains implanted. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).